Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used in the stomach during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, during the endoscopic mucosal resection (emr), the physician attempted to perform local tumor injection; however, the injectant was not able to pass freely to the needles distal tip. The procedure was completed with another interject injection therapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Visual assessment of the returned device found the needle retracted when received. The outer sheath was kinked at the distal end of the outer hub. Functional evaluations were performed. A syringe filled with air was attached to the inner hub and compressed. When the syringe was compressed no resistance was felt. Blue contrast remnant was flushed out of the needle. Once the inner sheath was flushed thoroughly, plunger in the syringe was pulled, and no vacuum was created; no occlusion was identified. The inner sheath was cut at the proximal end of the needle. A 0.009¿ pin gauge was inserted into through the needle into the proximal end of the needle. The pin passed through the needle. No blockage in the needle was identified. The reported failure of the device being blocked/occluded could not be replicated; however, the working length was kinked due to some aspect of the procedure, which could cause difficulty injecting contrast through the device. The most probable root cause of the complaint is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an interject injection therapy needle was used in the stomach during a endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. According to the complainant, during the endoscopic mucosal resection (emr), the physician attempted to perform local tumor injection; however, the injectant was not able to pass freely to the needles distal tip. The procedure was completed with another interject injection therapy needle. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) for the reported event of needle being blocked. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.